Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.

Event description:
The customer reported via phone call that they had can not find sensor signal. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.